Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic partial nephrectomy procedure, the surgeon experienced an issue with the thunderbeat device. The probe experienced a broken blade. The patient was under sedation at the time of the event, and due to this issue, the procedure was extended by less than thirty minutes. The intended procedure was completed with an olympus backup device. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of probe breakage was not confirmed. Based on the results of the investigation, no probe breakage was observed; since no device malfunction was confirmed during the evaluation, the cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.